Event description:
On (B)(6) 2010, pt reported the infusion display has a large black circular spot. Pt stated he was outside today in hot temperatures and when he came inside he noticed the large black spot on the screen and none of the characters on the screen were readable. Had pt placed a new battery in the infusion device. Pt reported after the device powered up the black spot was still on the display. Pt stated he could read a small "24" in the upper corner of the screen. Pt described the black spot as looking like a burn mark. Pt reported the infusion device was not dropped on a hard surface within the past 48 hours. Pt stated the display screen had no visible cracks on the exterior of the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.